Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high ventricular rate (hvr) episodes. Electrograms (egm) of the hvr episodes confirmed noise oversensing and low rv lead impedance. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.